Manufacturer narrative:
The reported complaint that the autopulse platform (B)(6) displayed "system error, out of service, revert to manual CPR" was confirmed during functional testing. An archive review could not be performed because the data could not be downloaded. Therefore, the specific type of system error could not be identified. The root cause of the system error was the malfunctioning processor board, likely attributed to the device's aging. The device's life expectancy is 5 years. The autopulse platform was manufactured in january 2012 and is over 12 years old. The archive data could not be downloaded due to the defective processor board. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" upon powering up, confirming the customer's reported complaint. The defective processor board needs to be replaced to remedy the system error. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the autopulse platform with serial number (B)(6).

Event description:
During shift check, the autopulse platform (B)(6) displayed "system error, out of service, revert to manual CPR". No patient involvement.